Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause of the cardiac tamponade cannot be determined; however, per report too much calcium at the stj in combination with valve oversizing most likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4)

Event description:
As reported through our (B)(4) affiliate, post valve deployment of a 29mm sapien 3 valve the patient collapsed and an echo revealed a cardiac tamponade. A pericardiocentesis was performed and the patient was stabilized. The patient was treated medically with fluids as the ventricle was emptied. As reported, the valve frame did impinge and overlapped the sinotubular junction (stj) where calcium was noted. It is likely stj is where the tamponade had occurred. The case went well and no paravalvular or central leak was noted. The valve was working and functional. Of last communication, the tamponade did stabilize and the patient went home in a good condition with a perfect functional valve. Per report, the stent frame of the 29mm valve was too large.